Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:20:05. During night drain cycle four, the patient's ultrafiltration reading was 1542ml, indicating the home patient (hp) drained 1542ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that the cycle 4 drain was completed on (B)(6) 2011 at 07:30:51 and that the user's actual drain volume during cycle 4 was 2764 ml. The actual drain volume of 2764 ml is 115% of the largest prescribed fill volume (lpfv) of 2400 ml; therefore, this incident does not meet iipv criteria. The ultrafiltration (uf) appeared to be larger due to the therapy being stopped in the middle of drain cycle 005. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.